Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. There are two medical device reports associated with this patient. This report is for right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure the patient experienced severe glare, starburst, halo at night time and driving at night borders on being dangerous. Additional information has been requested. There are two medical device reports associated with this patient. This report is for right eye.